Event description:
Pt was on home hemodialysis on nexstage system one equipment using cartridges car170. Pt experienced 2 cartridge leaks - one during priming and one during the dialysis treatment. Pt was able to return blood - dialysis cut short.